Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated. The physician deployed a taxus express2 8.8% 2.5 x 24 mm drug eluting stent. The stent was fully expanded after deployment. The stent was not post-dilated. After deflation, the balloon stuck to the stent. The physician tugged and the guide catheter dove and he was able to remove the balloon. The physician then noted disease distal to the first placed stent. He then placed a taxus 2.5 x 16 mm stent. Upon deflation, the balloon stuck to the stent. The physcian tugged and was able to remove the balloon without complications. The patient's status is reported as good. Same case as 6000093-2004-00368.